Event description:
It was reported that t:slim x2 pump battery would not charge and pump screen remained dark and would not turn on. There was no reported impact to the customer¿s blood glucose level. Customer was instructed by technical support to plug wall adapter into outlet known to work and leave pump connected for at least 30 minutes to begin charging. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.